Event description:
Purchased this thermometer couple of months back and found this review that reports the same problem almost three years later and it is still for sale at (B)(4). It reads 98.5 or 96.7 when I tried on myself. My 2 year old is burning hot.